Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for 3 month post op follow up, the lead exhibited high capture thresholds. The lead was explanted, the physician noted a lead fracture. The patient's condition was good prior to and post procedure.